Manufacturer narrative:
(B)(4). Evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The potential cause of the broken needle cannula could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's jugular vein in the critical care unit. While the anesthesiologist was using the introducer needle, the cannula "snapped." The cannula was withdrawn successfully with no adverse effect on the patient.